Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that a knife was noted to be dull during surgery. Two alternate knives were obtained before the knife was satisfactory to make the incision and complete the procedure. There was no impact to the patient. Additional information has been requested.